Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned and evaluated. The helix was fully retracted with dried blood/body fluid in the helix housing and neck region. X-ray showed the inner conductor coil terminal pin appeared normal; the inner coil of the tip section of the lead was fractured. Analysis concluded the fracture most likely resulted from torsion overload. The lead design coupled with procedural factors may have contributed to the inability to extend the helix and subsequent fracture.

Event description:
Boston scientific received information that lead was an attempted for right atrial (ra) implant. The lead was tested prior to implant and the helix found to function normally. During the implant procedure, the helix could not be manipulated/affixed with eight slow turns. The lead was extracted and replaced with another. No adverse patient effects were reported. This lead was never in service.